Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va17p3l, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor it was reported that patient had high impedance. In office (B)(6) 2017 for interstim programming. Interrogation found high impedance among the "0" electrode pairs. Subject was re-programmed away from those programs. In office (B)(6) 2017; reports doing much better with interstim. In office for interstim visit (B)(6) 2017; interrogation shows high impedance in pairs 0 & 1 and 0 & 2. She was reprogrammed. In office (B)(6) 2017; interrogation shows still high impedance on 0 & 1 and 0 & 2, using non "0" pairs for programs. In office (B)(6) 2018 for follow-up. Reports her symptoms are improving with interstim programs. In office (B)(6) 2018 for interstim visit. Interrogation shows high impedance on all "0" pairs. In office (B)(6) 2018; interrogation shows high impedance on 0 & 1 and 0 & 2 pairs. In office (B)(6) 2018; interrogation again showed high impedance on 0 & 1 and 0 & 2 pairs. Subject did not return again for interstim check prior to her death (unrelated) on (B)(6) 2018. Diagnostics reported were high impedance in all "0" pairs date of test: (B)(6) 2017 / diagnostic type: device interrogation/device data specify results: high impedance in 0 & 1 and 0 & 2 pairs date of test: (B)(6) 2017 / diagnostic type: patient reported specify results: reports now doing much better with current programs date of test: (B)(6) 2017 / diagnostic type: device interrogation/device data specify results: high impedance in 0 & 1 and 0 & 2 pairs date of test: (B)(6) 2017 / diagnostic type: patient reported specify results: reports symptoms improving with interstim programing date of test: (B)(6) 2018 / diagnostic type: device interrogation/device data specify results: high impedance all "0" pairs date of test: (B)(6) 2018 / diagnostic type: device interrogation/device data specify results: high impedance 0 & 1 and 0 & 2 pairs date of test: (B)(6) 2018 / diagnostic type: device interrogation/device data specify results: high impedance 0 & 1 and 0 & 2 pairs date of test: (B)(6) 2018. The etiology reported not related to the implant procedure and related to the lead. Intervention reported was the following: reprogrammed action date: (B)(6) 2017. Reprogrammed action date: (B)(6) 2017. Reprogrammed action date: (B)(6) 2017. Reprogrammed action date: (B)(6) 2018. Reprogrammed action date: (B)(6) 2018. Reprogrammed action date: (B)(6) 2018. Event resulted in the following:  unscheduled clinic or office visit. The outcome is unresolved at time study exit/death/study closure. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of high impedance was unknown.